Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead needed a cardioversion and atrio/ventricular pacing on presenting electrogram (egm). Furthermore, a signal artifact monitoring episode was observed. The presenting egm showed the pacemaker working as programmed. Minute ventilation feature and ra settings were recommended for programming optimization at time of clinic follow up. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.